Event description:
Spontaneous report. Indication: chronic inflammatory demyelinating polyneuritis. Patient's daughter reported since pump has been replaced, it has not been working properly. She stated that the home health nurse has tried priming the tubing, turning pump on and off, and the beeping still continues. There has been no delay in therapy but nurse did request she reach out obtain new pump since she believes pump is not working properly. No additional information available. No adverse event reported, no missed dose reported, pump to be returned. Reported to (B)(6) by: patient/caregiver.